Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited intermittent sensing. No intervention was performed. The patient was stable.